Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro analyzer, and identified the failure mode as a defective sample syringe drive. The fse replaced the sample syringe drive to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous low blood urea nitrogen (bun) and creatinine (cr-s) patient results on their unicel® dxc 600 instrument. The erroneous patient results were reported out of laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for one (1) patient sample. Patient demographics were not provided.